Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI are in-progress. All information reasonably known as of 30 mar 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
The customer reported ¿a piece of the guidewire broke off and remained in the dht (dobbhoff tube).¿ per additional information received on 02-mar-2026, issues with administering medications and tube feeding were noted beginning on (B)(6) 2026. Repeat x-rays were performed and the issue was escalated to the medical intensive care unit (micu) team. After more than 24 hours of medication administration issues, the decision was made to replace the dht with a nasogastric tube (ngt). Upon removal of the dht, the distal end of the tube was noted to be inflexible and contained a retained piece of the guidewire.

Manufacturer narrative:
The device history record for lot 30381170 was reviewed and the product was produced according to product specifications. It is not possible to determine the root cause of the reported issue without a sample as functional evaluation could not be performed in order to confirm or duplicate the reported incident. All information reasonably known as of 24 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.